Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood/body fluid in the distal conductor (not obstructed).

Event description:
It was reported that during implant attempt, the intervention wire would go through the lead but would not go out the tip of the lead. The stylet was backloaded through the end of the lead/sealing cap and the intervention wire was reinserted. However, the wire still would not extend out the end of the lead. The lead was not implanted. There were no patient complications reported as a result of this event.